Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the power switch damage of the subject device due to the amount of operating force applied to the power switch and the number of times exceeding the expected value, since the subject device was manufactured before the countermeasures of the power switch design change. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on/off due to the broken switch on the front panel at the preparation for use. The switch which consists of several plastic parts and the springs did not hold together. The field service technician exchanged the switch to new one for repair of the subject device with at the facility. There was no report of patient injury associated with the event.